Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
Medwatch number: mw5086641. It was reported that a female patient underwent breast surgery with unspecified gel mentor breast implants and experienced 5 unspecified autoimmune disorders post-operational. In addition, the patient reported having neck/back/breast pain, weakness, dyspnea and an inability to swim. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No further information is available at this time. Should more information become available, this case will be re-assessed and updated. This report is for one of the two devices.

Manufacturer narrative:
Additional information: on march 2, 2020, mentor became aware that the patient experienced several unexplained systemic symptoms, including lupus, celiac disease, rheumatoid arthritis, fibromyalgia, inflammatory bowel disease, degenerative disc disease, depression, anxiety and awful neck pain. No device issue such as rupture was reported. The root cause of the patient's symptoms is unclear. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 10/23/2019, mentor became aware that the patient is experiencing pain and feeling like death due to 6 unspecified autoimmune disorders. Manufacturer's reference number: (B)(4).